Event description:
It was reported that the customer had a button error alarm on the insulin pump this morning. Customer's blood glucose level was 7.0 mmol/l. Customer obtained insulin from an insulin pen. Customer stated that the alarm occurred an hour ago. Customer has not had any basal during that time. Pump was exposed to moisture because the customer clipped the pump to their bra. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).